Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient passed away due to hemorrhagic stroke. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
E1; reporter email was not available. Manufacturer's investigation conclusion: based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. Due to privacy laws, additional information was unable to be provided. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.